Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient 1 was not available on the system. The technical support specialist dialed into the station, followed ka ¿patient missing on a bd pyxis medstation es¿ and checked hsv communication error. Dialed into the station pl-ms-4-a and found that the last transaction was performed on (B)(6) 2025, emailed the customer about the inactivity days and patient will no longer show in the station and informed customer to perform any transaction related to the patient and check if the patient becomes visible on the device. Customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system that the patient 1 was not available. The customer stated that the malfunction occurred when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.